Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for non-malignant pain. The pump was currently used to deliver hydromorphone 10mg/ml and marcaine (bupivacaine) at an unknown concentration. It was indicated that the pump's new medications were dilaudid (hydromorphone) 2mg/ml and marcaine (bupivacaine) at an unknown concentration. Dose information was unknown. It was reported that, per the managing pump physician, the patient's drug was too strong, as the patient became symptomatic immediately after implant and a pump fill. On (B)(6) 2023, the physician was attempting to do a contents removal procedure and was requesting guidance. Procedural steps were reviewed, however the physician was unable to aspirate from the catheter access port (cap). It was confirmed that the physician was using a cap kit, using extension tubing, had good connections, was repositioning the patient, turning the needle, and had tried using another cap kit. At the time of the report, the patient was under fluoroscopy and the physician was not able to confirm that they were in the cap. However, after many attempts, they were unable to aspirate more than 0.2ml. The contents removal procedure was unsuccessful. The physician wanted to continue the patient dose, as the patient was comfortable and not altered. The physician planned to attempt the contents removal again the following week.